Event description:
It was reported the patient experienced discomfort and pain located at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, during which the ipg pocket site was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.